Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 321, which was reproduced while running a loaded set. System error 321 was confirmed through review of the event history log. This was caused by a failed upper link switch. The upper auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 321. Any patient involvement, injury or medical intervention is unknown.